Event description:
It was reported that, "hoffman lengthener would not tighten. We used a back up clamp."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.